Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that she ¿got an alert this morning on her handset that said frequency waves were bouncing off her pump like crazy, and it was messing her up¿. The patient said, ¿she knows a lot about frequency waves because she did it in her training¿. The agent asked what the alert was and patient said, ¿it was an alert telling everyone about what these things can do if something goes wrong and it can heat up the pump if the battery gets too hot around them¿. The patient stated that ¿at times the alarms go off and at times gets hot around the tissue and at times can cause tissue damage to the body tissue and machine¿. It was noted that the agent had a hard time following the patient during the call. The patient stated that their ¿pharmacist gives medicine now each prescription and its free of charge - before just one but now gets one every time - this is given in case there is an overdose, etc¿. The patient also mentioned she had been having some pain around the pump for about a few months and it felt all swollen in there and the doctor said that was normal. A couple months ago ¿they did something on her where they were doing the interrogation for the pump and a few minutes later, they had her in another room and they said they were trying to put the vial medicine in there because they deadened her to everything with anesthesia stuff and they told her it was fine¿. The patient stated that she was told it had moved to the side. The patient then said ¿they used to sit right there in the front of her stomach closest to her belly button and now it has gone all the way over almost the whole left side of her right side of the body¿. The patient stated, ¿the pump is closer to her side than what it was supposed to be and she constantly has to move around for them to get a reading when she goes tothe doctor and they is afraid they are going to end up having to make her have the thing put back in or nothing is it b ecause they told you a while ago they put her in other room and finally they did a reading and the girls either were making up some crap or they didn't know what they was doing but they said to me they were putting me over to a specialist that came in the area and they wantedto check out some people's pumps and they put me in there on the bed and they looked at it and only took like 5 minutes and they think they were checking and seeing why it's turned over to the side and not wanting to scare me because it had me thinking this bad gum surgeon that put the pump in didn't build the pocket the right way and it is causing my pump to go over to side and everything else¿. The patient stated that they did an x-ray and dye study and it showed ok. The patient stated that something in her circulation is causing her to feel heavier and swollen and not sure what's going on. The patient stated, ¿the pump sticks straight out of the side and they have x-rays to show this¿. The patient stated it was hard to even get to her healthcare provider at the moment. She stated, ¿she has a meter she puts on stomach and its constantly bouncing around¿. The patient was redirected to their healthcare provider to further address the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.